Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient came to the emergency room and was reported to have syncope/near syncope. A remote monitoring transmission indicated that noise/oversensing was noted on stored episodes. All high voltage therapies were noted to have been previously programmed off.

Event description:
It was reported a lead integrity alert (lia) "triggered again." It was determined the alert triggered due to the sensing integrity count and the high rate non-sustained episodes. In addition to the over-sensing there was noise. Prior to the recent lia, re-programming was performed and the physician felt this should have resolved the issue. It was also reported due to twiddling the clinician suspects the patient may have twisted the system enough to pull out the lead. Additional information was requested and at this time a course of action has not been determined. The lead remains in use and no patient complications have been reported as a result of this event.